Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year 4 months post implant of this pulmonary valved conduit implanted in a 2 month old patient, a transcatheter balloon angioplasty procedure was performed due to distal conduit stenosis. No additional adverse patient effects were reported.